Event description:
A high drain error 101 alarm was identified in the log of a returned homechoice (hc) device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2014 07:42:06 during the patient's night drainone. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.